Manufacturer narrative:
Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows the printed top web of five (5) blister packs showing the product information and batch number. There is also one (1) blister pack viewed through the clear bottom web showing one (1) needle hub assembly. No foreign matter is visible on the one (1) needle hub assembly which is visible. Based on the investigation conclusion, the condition reported by the customer cannot be confirmed; therefore, potential root causes cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 4th related complaint reported with the defect/condition of foreign matter (fm) for lot #8250779 item #305197. Related complaints: (B)(4). A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion, the condition reported by the customer cannot be confirmed; therefore, potential root causes cannot be determined.

Event description:
It was reported that foreign matter was found during use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "calling asking if there is any change in the process of manufacturing needles, because they have problems with needles now which they didn't have before. Batches that we have technicians ended up with particles with the particles in the bag. Not sure if it was something inside the needle or something else." 1 of 5 complaints for same event, but different dates of occurrence.